Event description:
Baxter (B)(4) received a report that an infusor had a cracked luer during patient use. The device was filled with a solution of miriplatin hydrate. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Per the customer, this device is not available for evaluation. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. Due to sample unavailability, the reported condition could not be confirmed and the root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.